Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump home screen did not appear on the display. Customer stated insulin pump had fluid all over specially on the battery compartment and also insulin pump had crack at back where water had entered. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test or verify unexpected battery power loss due to blank display. The following were noted during visual inspection: cracked case near the corner of belt clip rails, missing display window cover, cracked case on the battery tube side, moisture damage in battery tube, and broken belt clip rails.